Event description:
It was reported that the patient was experiencing difficulty recharging the ipg as charging the device would cause pain. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was not returned.